Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level described as "high" and moderate levels of ketones. A manual injection was administered to address the bg level. Reportedly, the customer believed the occlusion alarm was caused by a blockage in the infusion tubing. After performing an infusion tubing change, the customer observed insulin "squirting" out of the infusion tubing possibly due to air bubbles. During a follow-up, tandem technical support reviewed the customer's video and confirmed that insulin was dripping out as expected. The customer acknowledged this information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.